Event description:
It was reported by service report that the brakes are not working and the casters are not rolling freely. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Bent brake bars.